Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation result. A visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. A microscopic examination of the balloon found a pinhole, which confirms the reported event of balloon pinhole. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located near the proximal section of the body of the balloon. It is possible that interaction with scope and other devices during procedure in the cbd anatomy could create friction on the balloon, causing the reported issue of balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that a small hole was visible on the balloon and prevented the balloon from inflating. The same issue occurred on the second hurricane rx dilation balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient, and procedure. It was reported to boston scientific corporation that two hurricane rx dilation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that a small hole was visible on the balloon and prevented the balloon from inflating. The same issue occurred on the second hurricane rx dilation balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.